Event description:
A caller reported that the insulin gauge on their pump displayed an amount significantly different from what was expected. The displayed fill estimate showed 16 units, whereas the caller expected 144 units, indicating a difference of more than 30 units. There was no indication that the issue adversely impacted the customer¿s blood glucose level. The caller had not completed the necessary steps to remove air from the cartridge, so customer technical support provided education on completing this step before filling the cartridge. The caller understood and was guided through filling and loading a new cartridge but declined to perform a bolus delivery to update the insulin estimate. The caller planned to monitor the situation and follow up if necessary.